Event description:
Placed watchman, presented to ed with difficulty breathing approximately 9 days later where it was determined that there was embolization of the watchman device. The device was removed endovascularly , patient found to have severe aortic valve regurgitation and taken for valve replacement 5 days later.